Event description:
During insertion of va screws the surgeon was using a guiding block and quick drill sleeve and a screw went through the plate in the most styloid hole of the proximal row. Implants reportedly were left in the pt. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.